Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator felt really bad in the morning following a lightning storm the previous night. The patient stated that the implant was charged the night before but was uncertain about the starting battery level at the beginning of the recharge session, as this was not checked. The patient reported only checking and charging the battery once a week. It was also noted that there was a lack of awareness that the implanted battery would turn off if the battery dropped to a certain level, and that therapy would need to be manually turned on after battery depletion. Therapy information and general recharging guidance were reviewed, and the patient was advised to check the starting battery level at the beginning of recharge sessions and to consider checking the implanted battery level earlier in the week using the handset and communicator. The patient connected to the implant and confirmed that therapy was on, stating that it had been turned on earlier. Instructions were provided on how to exit the therapy application and power off the handset. No patient complications have been reported as a result of this event.